Manufacturer narrative:
Additional information was received that the 34 mm valve was recaptured three times. The 29 mm valve was recaptured two times. Per the physician, the dissection was not present at completion of the procedure and occurred four days after implant. Per the physician, the cause of the dissection was unknown, but occurred during the procedure. It was suspected that the dissection was related to one of the medtronic valves when recapturing or advancing through the aortic root. Partial separation of the nose cone from the capsule occurred on at least one occasion. Correction: the serial number of the 29 millimeter (mm) valve was added as an associated product. Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n, lot #: 0009328096, UDI#: (B)(4). Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, with this delivery catheter system (delivery catheter system (dcs), into a tortuous aortic arch, the valve dislodged twice and would not sit in the annulus. After multiple recaptures, the system was removed. A 29 mm valve was attempted to be implanted, but would not sit in the annulus. The system was removed, and another manufacturer¿s valve was implanted. It was reported that there was tension in the system during the deployment attempts. Six days after implant, the patient died. Autopsy showed a dissection above the annulus. The cause of the dissection was not reported.

Manufacturer narrative:
Additional information was received which indicated that the nose cone of the delivery catheter system (dcs) did not detach and that there was no gap between the nose cone and the capsule during positioning. The issue was noted after the device was removed. It was noted that there was tension in the system. If information is provided in the future, a supplemental report will be issued.